Event description:
The customer reported via phone call that she received a low reservoir alert and noticed that the act button on the insulin pump was not responding. She removed and reinserted the battery and received a button error alarm. Blood glucose value was 304 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Device was received with cracked case at display window corners and display window and minor scratched lcd window.